Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00080 on april 28, 2015. On 07/28/2015 additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The patient sample was run on troponin ultra. Troponin ultra result: 0.086 ng/ml. The troponin ultra result for the patient sample was falsely elevated at about 2x the 99th percentile. The cause for the discordant troponin ultra (tni-ultra) result is unknown. Possible interference is a potential cause for the elevated results. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. The erroneous result is recognized as being inconsistent with the patient's clinical picture. No further evaluation of the device is required. The instruction for use in the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The instruction for use in the limitations section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."

Event description:
A positive advia centaur xp troponin ultra (tni-ultra) result was obtained for a patient sample. This was an unexpected result as the patient did not have any clinical symptoms. A second sample was tested a day later and the result was also positive. The clinician performed an intra-cardiac catheterization to check for stenotic vessel. There was no stenotic processes visible and no clinical evidence of a myocardial infarction. Repeat testing was performed on an alternate method and the results were negative. An increased value of ck-mb occurred in parallel. The laboratory identified a macro-ck-mb complex in the patient samples. The clinician performed an intra-cardiac catheterization. A problem was not found with the patient's heart.

Manufacturer narrative:
The cause for the discordant troponin ultra (tni-ultra) result is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."